Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer managed the high blood glucose by administering a correction injection using a manual dose injection method. The customer did not seek assistance from a third party and was able to replace the cartridge, successfully resuming insulin therapy.